Event description:
This is filed to report single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. On (B)(6) 2021, one clip was successfully implanted, reducing mr to 1+. Then during follow up on (B)(6) 2021, it was discovered that the clip possibly became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr did not increase, and remained at 1+. The patient feels great and went home. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause for the reported single leaflet device attachment (slda) is due to patient¿s anatomy. There is no indication of product issue with respect to manufacture, design, or labeling.